Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-may-2023. H6: investigation summary one photo and two samples were provided to our quality team for investigation. Through visual inspection, it was observed that the zero line of each syringe was slightly above the roof of the barrel. A volumetric accuracy test was performed on each syringe per internal procedure and yielded acceptable results against internal and iso standards. Since the product received was acceptable per product specification, no root cause could be established and corrective actions are not necessary due to adequate controls currently in place to detect the failure mode noted in the complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that at least one bd luer-lok¿ sterile, single use syringe each from lots 3017666 and 2348174 had misaligned scale markings. The following information was provided by the initial reporter: "all of the ones that we have seem to have the initial marking on the syringe higher up that it should be which would make the volumes that we draw up incorrect... I suspect that it shouldn't be normal but we couldn't find a syringe that didn't have the gap."

Event description:
It was reported that at least one bd luer-lok¿ sterile, single use syringe each from lots 3017666 and 2348174 had misaligned scale markings. The following information was provided by the initial reporter: "all of the ones that we have seem to have the initial marking on the syringe higher up that it should be which would make the volumes that we draw up incorrect... I suspect that it shouldn¿t be normal but we couldn¿t find a syringe that didn¿t have the gap."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3017666. Medical device expiration date: 31-dec-2027. Device manufacture date: 17-jan-2023. Medical device lot #: 2348174. Medical device expiration date: 30-nov-2027. Device manufacture date: 14-dec-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.